Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. The on/off, #0, #1, #2, #3 keys and all four soft keys operated intermittently caused by a failed keypad. All other keys were found to be inoperable. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing of a spectrum pump, it had an inoperable/malfunctioning keypad. There was no patient involvement.